Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 0. There was no adverse reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur post-reset. Customer was advised to continue using the pump and to contact support if the malfunction code appeared again.